Event description:
Per tm - the unit will not hold a charge, even while plugged in. Even when it is plugged in and turned off all day, the red battery light still blinks and turns off immediately.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The initial complaint appeared to be a reportable occurrence. Upon further review it was determined that a reportable event had not occurred. Therefore this event is deemed not reportable per 21 cfr part 803.

Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm - the unit will not hold a charge, even while plugged in. Even when it is plugged in and turned off all day, the red battery light still blinks and turns off immediately.